Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant patient results were obtained for multiple assays on the dimension vista 500 instrument. The customer changed the integrated multisensor technology (imt) sensor, suspected an issue with the aliquot probe and reported that check 1 test on the aliquot probe passed. A siemens technical support technician (tst) confirmed the customer's centrifuge spin speeds and as per the tst's instructions, the customer inspected and cleaned the aliquot probe, aliquot drain, and aliquot cleaner port with bleach and hot water. A check 1 test was performed on the aliquotter, which recovered as expected. The tst remotely reset the instrument and as per the tst's instructions, the customer ran a precision test with a patient sample and the precision test recovered within expected ranges. The customer previously experienced issues with sample quality and gel buildup. This potentially contributed to the dirty aliquot probe and drain. The dirty aliquot probe and drain was the cause of this event. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 instrument. Additionally, a discordant, falsely elevated sodium (na) result was obtained on another patient sample on the same instrument. A discordant, falsely elevated glucose (glu) result was obtained on a 3rd patient sample on the same instrument. The initial results were reported to the physician(s). The same samples were rerun on an alternate dimension vista instrument, resulting lower. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni, na or glu results.